Event description:
Eclipse needle 25g 1 1/2, ref# (B)(4), exp. 02/2021. Detail: nurse gave im injection, then when she tried to lower the orange protective cover over the needle it would not move down, it then fell off. Luckily the nurse did not get stuck. There was no harm to the nurse or patient, no delay in treatment. I do have the defective device in my office for return to bd if they wish to inspect it. I notified bd today of defective device.